Manufacturer narrative:
(B)(6). PMA / 510(k)#: k980987; k161170. Investigation summary: review of DHR revealed all required challenges samples and testing was performed as per specification in according with the in-process sampling plans and out - going sampling plans. The returned photo was observed to have missing scale on the syringe. Missing scale could have probably caused by eject gate at the apex machine. The manufacturing process was reviewed. It was suspected that the eject gate at apex machine was not fully closed after pt clear machine error. This may cause the reject parts to pass through when they start running the machine. Investigation conclusion: the returned photo was observed to have missing scale on the syringe. Root cause description: missing scale could have probably caused by eject gate at the apex machine. The manufacturing process was reviewed. It was suspected that the eject gate at apex machine was not fully closed after pt clear machine error. This may cause the reject parts to pass through when they start running the machine.

Event description:
It was reported that a syringe 3ml ll w/ndl eclipse 22x1 rb had scale marking error. The following was reported, "scale missing".